Event description:
The customer reported "that they had a problem with the vertical movement of the table, and asked that a fse will call the next day, because the machine is down."

Manufacturer narrative:
The service rep arrived at the hospital, and found the couch down. When attempting to move the couch, it is stuck and with pressure on the tabletop, the couch collapses. H6: actual device involved in the incident was evaluated. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.